Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that during left knee surgery factory installed stem could not be removed to place longer stem on patient. Implant was never put into patient. The stem was disassociated with baseplate, so surgeon used a different baseplate and succeeded surgery without any delay.

Manufacturer narrative:
The investigation determined the likely root cause of the event to be a user error as the functional analysis result indicated that the device was fully functional and disassembled as intended. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during left knee surgery factory installed stem could not be removed to place longer stem on patient. Implant was never put into patient. The stem was disassociated with baseplate so surgeon used a different baseplate and succeeded surgery without any delay.